Event description:
It was reported that the device had unexpected longevity as it lasted less than five years. It was also noted that the patient was admitted emergently from the clinic when it was found that the device had reached eri (elective replacement indicator) in april and presently the voltage was at 2.51 volts. The device was found to be programmed to high outputs. The device was explanted and replaced. Additionally, it was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).